Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was an alert triggered due to the high voltage coil impedance being out of range. The lead had unstable impedances and there was noise when the pocket was manipulated. The lead will be replaced. No patient complications have been reported as a result of this event.